Manufacturer narrative:
Analysis of the ins, serial number (B)(4), found no anomaly.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted due to a burning sensation at the pocket site. The ins was explanted and a new ins implanted. (Note: see manufacturer¿s report # 3004209178-2012-06475 for patient¿s previous device/therapy issues and replacement). The patient subsequently was reported as ¿feeling better¿ after a new ins was implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 355531, lot# n336458, implanted: (B)(6) 2012. Product type: screening device: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.